Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis. Final analysis of the partially returned lead found insulation degradation at 4.6 cm from the connector pin.